Manufacturer narrative:
There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. No technical services were requested or performed on the system. Based on assessment the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively (B)(4).

Event description:
Additional information received, the patient is doing fine.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery, the laser cut deeper than expected and went through the posterior capsule. It is unknown whether the event contributed to patient injury. Additional information has been requested.